Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device reset/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the device activity logs were returned and the customer report was observed during review of the logs. There were no errors noted in the log leading up to the soft power cycle of the device. The customer indicated that the device has been functioning properly and was placed back into service. Analysis of reports of this type has not identified an increase in trend.